Event description:
It was reported that distal tip detachment occurred. The 90% to 100% stenosed target lesion were located in the mildly tortuous common iliac, external iliac and common femoral vein. A 300cm, 12cm poly tip v-18 control wire was advanced to cross the occlusion. However, it was noted that the tip of the wire got stuck in the occlusion and the back part buckled. When the wire was pulled back, it was noticed that the tip had broken off. A snare was advanced towards the broken off tip but couldn't get the detached fragment. Multiple attempts were made to cross the occlusion but failed, so the procedure was stopped. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device manufacture date: updated to 11/24/2018. Device evaluated by MFR: the unit was returned in a generic plastic bag. Analysis of returned product revealed that the device has it middle section kink. The device was broken on 297.7 cm from proximal section to broken section, overall length should be 300 cm. Additionally, the distal tip was detached; consequently, confirming the reported complaint.

Event description:
It was reported that distal tip detachment occurred. The 90% to 100% stenosed target lesion were located in the mildly tortuous common iliac, external iliac and common femoral vein. A 300cm, 12cm poly tip v-18 control wire was advanced to cross the occlusion. However, it was noted that the tip of the wire got stuck in the occlusion and the back part buckled. When the wire was pulled back, it was noticed that the tip had broken off. A snare was advanced towards the broken off tip but couldn't get the detached fragment. Multiple attempts were made to cross the occlusion but failed, so the procedure was stopped. There were no patient complications reported and the patient's status was stable.